Event description:
It was reported that during a ptca/stent procedure the stent was positioned within a previously implanted stent. The delivery system was inflated above a rated burst pressure and the balloon ruptured. Resistance was encountered during attempted removal of the delivery system. It was reported that while visualizing the delivery system under fluoroscopy, the balloon appeared to stretch within the deployed stent, and finally released. A portion of the balloon was noted to have separated within the femoral sheath and was removed with forceps. Another portion of the balloon is believed to remain in tissue around the femoral access site. No attempts were made to retrieve the second portion of the balloon.